Event description:
As reported by our field clinical specialist, after deployment of a 26 mm sapien 3 ultra resilia (s3ur) valve during a transfemoral tavr procedure, the patient developed ventricular fibrillation, and direct current (dc) cardioversion was performed. After dc, the patient went into cardiac arrest, and chest compressions were initiated. A return of spontaneous circulation (rosc) was achieved within seconds, but the systolic blood pressure (sbp) surged to 300 mmhg. The patient then experienced another cardiac arrest, and chest compressions were resumed. Percutaneous cardiopulmonary support (pcps) was established, and transesophageal echocardiography (tee) revealed findings consistent with ascending aortic dissection and cardiac tamponade. Pericardiocentesis was attempted, but hemostasis could not be achieved, leading to a decision to perform open-chest hemostasis. Although bleeding decreased with open-chest intervention, the family was informed, and they declined additional procedures such as ascending aortic replacement. Therefore, the chest was closed without further intervention, and the patient was returned to the ICU on pcps. The false lumen of the ascending aortic dissection ruptured, causing bleeding and cardiac tamponade. The patient passed away at midnight on the day of the tavr procedure. The physician believed that the administration of medication caused the blood pressure to rise to 300 mmhg, and that the ascending aortic dissection and rupture may have been triggered by chest compressions.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Aortic dissection or rupture may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (chest compressions) may have caused or contributed to the aortic dissection event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.